Manufacturer narrative:
A complaint of a break in the tubing was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed. The set was then primed, and leakage was observed through a pinhole on the tubing at the top of the pumping segment. The customer complaint was confirmed. A device history record review for model 11532269 lot number 21125227 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause could not be determined as it was unknown if the defect was found during priming or during use. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had a break in the tubing at the filter entrance. The following information was provided by the initial reporter: "break in line found at entrance to tubing filter.".

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had a break in the tubing at the filter entrance. The following information was provided by the initial reporter: "break in line found at entrance to tubing filter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.